Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support, however the customer declined to remove the site. Customer resumed insulin delivery. Customer's blood glucose was 323 mg/dl